Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 5/01/25 the AED was placed into service without the pads connected, the AED identified that pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 12/30/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 3/26/26 when a replacement battery pack and pads were installed. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported their customer's AED battery was depleted. The distributor reported the customer had placed the unit in service without the pads attached. The customer did not report this occurring during patient use.